Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the left forearm. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon fourth inflation at 12 atmospheres. The balloon was removed from the patient's body without problem with the usual method and the procedure was completed with a non-boston scientific product. No complications were reported and the patient was in good condition after the procedure.